Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issue with the absence of no delivery alarm. Blood glucose level was unknown at the time of call. No troubleshooting was performed. Product is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents test, self-test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was monitored and no excessive no delivery alarm was noted during test. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.